Event description:
This case involves a (B)(6) female who presented for a right total knee arthroplasty due to primary osteoarthritis of the right knee on (B)(6). The pt tolerated the procedure well. During removal of the hemovac drain on (B)(6), the nurse had difficulty removing the drain tubing. She repositioned the knee and the drain came right out after a gentle pull. The end of the tube was jagged, flat and bent. The orthopedic surgeon was notified and decided to take the pt to the operating room to evaluate for the drain tip. During surgery, he found a piece of hemovac drain near the femoral notch. It was free floating and not stuck on anything. The surgery was completed and the pt continues to recover as an inpatient.